Event description:
On (B)(6) 2011, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately high compared to the hospital's meter. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2011 (time unclear). The patient reportedly obtained a blood glucose result of "334 and 412mg/dl" with the subject meter, performed more than an hour from each other. The patient's father manages the patient's diabetes with insulin; however, the patient's father denied taking any action in response to the reported readings. According to the csr's documentation, 45-50 minutes after the alleged issue began, the patient reportedly developed symptoms of shaking, twitching, and passed out. Per csr notes, the patient's father immediately brought the patient the emergency room (ER) where she was administered IV glucose (at 12:10pm) and where she also obtained a blood glucose result in the low "30's" with the ER/hospital meter. At an unknown time later that day, the patient was released from the hospital. During troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. The csr also noted the patient's father performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and was allegedly treated by an hcp for sever hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed all testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.